Event description:
After (B)(6) 2018, when I started using the dreamstation auto CPAP, I had adverse effects in my head, like dizziness, headaches, eye irritation. Months after this, the problems were increasing and worse, everyday. I have to go with my primary dr, and neurologist physicians, and then I was hospitalized for 4 days at (B)(6) 2019. In the last months, I have had trouble sleeping, anxiety, changes in the nervous system, because I have hard dizziness and strong headaches, so it caused to me very bad life system.